Event description:
It was reported that the patient's battery was replaced due to normal battery depletion. It was also reported that there was a lead revision as the leads moved due to a car accident resulting in loss of stimulation/therapeutic effect. The patient's outcome was reported as no injury or adverse event. The device and lead were going to be returned to manufacturer for analysis.

Manufacturer narrative:
Product ID neu_unknown_lead, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37752, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type recharger, product ID 37742, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type programmer, patient, product ID 3708160, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type extension, product ID 3708140, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type extension. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial #(B)(4), found that the battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 13. The last recorded recharge session done while the device was implanted was on (B)(6) 2009. The device was recharged for 5 hours and 10 minutes. The battery charged from 3.405v to 3.990v. The parameter trend diagnostic section of the trace report showed no patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2009. No significant anomalies were found. Analysis of the lead, serial # (B)(4), found that the outer insulation of the lead body had melted; cautery artifact was suspected. No significant anomalies were found.